Manufacturer narrative:
An attempt to reproduce the reported issue using simplera 1.3.1 installed on iphone 12 ( os 17.2.1 ) was conducted and confirmed the issue is reproduced. The software did not successfully adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specification document d00422657_e. However, after conducting a thorough investigation of the provided information and diagnostic logs , we have found that the issue originates from a keychain conflict between the simplera 1.3.1 and guardian apps, when both installed on the same device.this was previously captured in esf 5037167 and the fix for the issue is already released in simplera 1.3.2 . To assist with the resolution of the issue, we suggest the user to upgrade the app to the newest version available i.e simplera 1.3.2 . Additionally, the helpline has confirmed that the issue has been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced simplera application was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.